Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed welts and bruising underneath the electrodes. No reports of open or weeping welts. The patient's physician recommended that the patient remove the device and take a break from it. During a follow-up, it was reported that the patient's irritation improved after removing the device and using a&d ointment on the affected areas.